Event description:
It was reported that a flogard infusion pump was unable to turn on. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site and the sample was visually inspected and functionally tested. The reported condition of cannot turn on was confirmed as a keypad issue. The root cause of the reported condition was due to a disconnected keypad. To correct the issue the keypad was reconnected. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.